Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a premature sensor expiration occurred. Data was provided for evaluation. The confirmation of the complaint is not confirmed. A probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and passed. A transmitter functional test was performed and passed. The reported event of premature sensor expiration is not confirmed. The probable cause cannot be determined.